Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate since loading the cartridge on (B)(6). Since the pump is already being replaced for past occlusions, the customer will be using mdi therapy until replacement pump is received. There was no reported impact to the customer's blood glucose level.